Event description:
An impella cp device was inserted into the left femoral artery in a 62-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage d shock, and was on multiple inotropes and vasopressors, and on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was noted to be pink/red. The labs were hemolyzing per the nurse. Good pump position was confirmed via imaging during the hemolysis. A lactate dehydrogenase (ldh) level was being checked. The impella was successfully weaned the following day. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.3l/min with no issues. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received indicating that the impella was repositioned the device to optimized its position and resolve the hemolysis prior to explant.